Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 98 machine, the machine had caused an excess weight. There was patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was evaluated on site by a qualified technician. The visual inspection observed there was an irregular ultrafiltration movement. To resolve the issue, the qualified technician updated the new version of the device; calibrated the variable flow and the priming detector; performed the earth protective test; and calibrate the internal uf cells. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.